Manufacturer narrative:
Reported events of failure to capture and post-op dislodgement were not confirmed. Visual inspection noted helix was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to dislodgement or capture problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that post-procedure after having left the procedure room that there were pacing spikes on monitor not followed by p-waves, indicating failure to capture on the right atrium leadless pacemaker (ralp). X-ray was performed and revealed ralp dislodgement into the femoral vein. The physician elected to retrieve the ralp and implant a new ralp with no complications. The patient condition was stable following the procedure.